Event description:
It was reported that the pt's pump device had been replaced. It was stated that, after the revision, the pt's catheter was "clogged." It was stated the pt had an appointment with their health care provider upcoming to address the catheter issue. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4) .